Event description:
The customer complained of an incorrect inr result with coaguchek xs meter with serial number (B)(4). The customer tested on the meter on (B)(6) 2018 at 9:39 a.m. And the result was 2.6 inr. The customer made no adjustments to her warfarin dose based on this result. On (B)(6) 2018 at 12:00 a.m, the customer went to the emergency room due to having diarrhea for 12 hours and extremely high blood glucose levels > 600 mg/dl. At approximately 12:00 a.m, the customer's inr was tested intravenously in the emergency room and the result was 6.0 inr. The customer alleges that the result of 2.6 inr from the meter was incorrect. The customer was admitted to the hospital for 5 days due to "acute kidney injury superimposed", supratherapeutic inr, elevated troponin results, and gastrointestinal bleeding and was treated for the gastrointestinal bleeding. The customer is currently out of the hospital and seemed to be in stable condition. Multiple attempts were made to contact the customer for additional clarifying information, however, the customer could not be reached for clarification. The customer is not taking heparin or direct thrombin inhibitors. The customer is anemic and suffers from the lupus antibody. The customer's therapeutic range is 2.0 - 3.0 inr. The meter and test strips were requested for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286319) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.